Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
New information indicated that the lead exhibited unacceptable thresholds.

Event description:
It was reported that the right ventricular lead exhibited high impedance and the physician suspected a lead fracture. The patient was asymptomatic. The lead was explanted and replaced without any issues. No patient symptoms were reported; the patient would be monitored.

Manufacturer narrative:
.